Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that they wanted to have the implant removed because they kept having too many problems as the battery kept moving. Patient mentioned that they had the battery repositioned many times and had it replaced; agent understood as previous replacement from restore scs to intellis scs, but now it just turns up on its side. Patient shared that if they lay back, it sends them clear out of the chair because the battery was not supposed to be sideways. When asked for the event date, patient stated that it had probably been like a year and a half and that they just put up with it, but they were not going to go through with it anymore and they were done. Patient stated that they were going to have a surgery on the 8th because they had a protruding disc. Patient asked if they could just have the battery removed or if they had to unplug the entire thing. Agent provided the nas phone number and reviewed labeling information with the patient and redirected the patient to their healthcare provider to further address the issue. Patient noted difficulties in getting in touch with the pain management doctor; agent emailed the local field representatives for visibility. When asked for managing healthcare provider, patient stated they haven't seen pain management in 2 years but that they had an appointment to see pain management this wednesday at 2:30pm. Patient mentioned they had an upcoming surgery on october 4th as well.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.